Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc failure. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. Review of the device diagnostic history noted vent inop occurrences as reported. The fse replaced the data acquisition pcb board and the data acquisition pcb to motor controller pcb cable to address the reported problem. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
Report date: 07/2014 (month and year). Date received by MFR date: 09/11/2014. Conclusion / root cause: this data acquisition (da) to motor controller (mc) board cable (date code: 1302) was tested and no failures were identified. This da board was tested and no failures were identified. The length of the da to mc board cable was increased from 2.63 to 2.88 inches in revision b of this cable, which has been valid from (B)(6) 2009. This report is being submitted as part of the remediation for CAPA (B)(4).